Manufacturer narrative:
It was reported that the flow information was missing while the rpm was kept consistent. The failure occurred during transport of a patient. The cardiohelp was exchanged. The emergency drive was used, and the hls set was transferred successfully. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation on 2025-02-04705. The fst tested the cardiohelp unit for 12 hours and could not replicated the failure. The fst confirmed that there was no visible damage to the flow/bubble sensor and sensor panel. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and ¿pump disposable error ¿ stop¿ and "no flow signal" could be confirmed on the date of event. The error message was triggered when the hls set moved and was transferred to a separate cardiohelp. As the failure could not be replicated, no exact root cause could be determined. According to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: wrong flow / no flow information e. G.: - response time is too long. According to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. The review of the non-conformities has been performed on (B)(6) 2025 for the period of 2014-06-04 to 2025-02-04. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2014-06-04. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "no flow values" could be confirmed within the logfiles but could not be replicated. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending. This event occurred on the hong kong market on a significantly similar device to "base unit, cardiohelp", which is sold in the us. For d4 unique identifier (UDI)#, primary di number has been used for base unit, cardiohelp with catalog number 701048012, which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to the device involved in the event, not available in us.

Event description:
It was reported that the flow information was missing while the rpm was kept consistent. The failure occurred during transport of a patient. The cardiohelp was exchanged. The emergency drive was used, and the hls set was transferred successfully. No harm to any person has been reported. Any flow issues, or flow reading issues are high priority alarms which can lead to a pump stop if the interventions were set by the user. Additionally, the cardiohelp was exchanged. Therefore a report is required. Complaint ID (B)(4).